Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure conformation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condit/ prob"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had resolved and the cystitis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, nervous system disorder, migraine, headache and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date as per current pfs: (B)(6) 2014. She received treatment for: dyspareunia, dysmenonorhea, menorrhagia. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury nos was replaced with the events: dysmenonorhea (cramping), dyspareunia(painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection, urinary problems, bladder problems, vaginal discharge, fatigue, hair loss, hormonal changes, neuro condit/ problems, migraines, headaches, weight gain, plaintiff did not undergo essure conformation test. Event outcome was updated for the events: dysmenonorhea, dyspareunia, menorrhagia. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.